Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 1/2/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint #(B)(4). Date sent to the FDA: 1/2/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) h6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - please provide the applier product code and lot number? -=>the applier product code is ka200 and lot number is unknown. - please confirm if there is an issue with the applier?=>no. - were you able to lock the clip closed on the suture? =>no. - was the applier checked for damaged (jaws straight and aligned)?=>yes, there is no damage. The following information was requested, but unavailable: - what suture type and size was used? - when the event occurred, was the suture placed near the hinge of the clip? - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Event related to mw # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture clips were used. The clip could not be closed on the suture. No adverse patient consequences were reported. Additional information was requested